Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit properly on the pump. Reportedly, customer changed the cartridge. The customer's blood glucose (bg) level was 180-181 mg/dl.